Manufacturer narrative:
(B)(4)

Event description:
The pt had an infection at the catheter site. The pt had a low-grade fever and had mucous coming out of the catheter incision site. She was placed on an antibiotic for a week and was then changed to another antibiotic because, the first one was not effective. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.